Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning on the atrial lead for low impedance, no capture, no sensing and noise. The lead was capped and replaced. No patient complications were reported as a result of this event.